Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a possible failure. The lead was cut, capped, and replaced. Follow up was attempted for further information, but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.